Event description:
It was reported that during a ptca/stent procedure in a lesion located mid lad, the stent delivery system (sds) was advanced, but became stuck and was unable to cross the lesion. The sds was removed (removal contrary to IFU: should unusual resistance be felt at any time during lesion access or delivery system removal, the entire gc and stent system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and delivery system components.), but the stent separated and remained in the anatomy. The stent was retrieved with a snare device. No pt effects were reported.